Event description:
Customer reported receiving an error alarm on the insulin pump during priming. Customer stated that this error alarm erased all of the settings she had stored in the insulin pump. The alarm history also showed that the insulin pump had recently returned a no delivery alarm. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.